Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an "e05 - console error" and "e22- motorpack error". The aquabeam handpiece was replaced to successfully complete aquablation therapy. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, an e22 error was triggered, however, it was able to be cleared and an e05 error was triggered, but was unable to be cleared, confirming the reported failure. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) and aquabeam handpiece/lot number: 24c03270 was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, was reviewed. Table 5: system detected errors and faults: e22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E05 ¿ console error. Release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.